Event description:
Event occurred in (B)(6) and was reported by the distributor. A physician experienced fiber breakage while performing an endovenous procedure using laser. Some fibers broke before use but there were a total of five occasions where they broke inside of patients. For at least some of these patients, the doctor retrieved the broken pieces via cutdown. No complications were reported, and no add'l info is available on these cases. Fiber optics were primarily sold outside of the u.s. There have been no other reports of breakage from this lot.

Manufacturer narrative:
The fiber optics from the lot referenced in this report are produced by another company. That company received some examples of the broken fibers directly from the distributor. The company inspected the fibers and concluded that there was "obvious mechanical damage" caused by the physician or physician's staff and that it was not a manufacturing defect. New star lasers was not involved in the evaluation of the product in question. Info was difficult to obtain regarding the events and was available much later than the initial report. Samples of remaining inventory were evaluated in-house and no issues found.